Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer complains that the catheter, after about 2/3 days of use, comes out of the skin by itself. Customer noticed this problem because the blood glucose level went up and the shirt is wet. No adverse event alleged. A request was made for the return of the device.